Event description:
It was reported that during surgery there was an event of high pacing impedance on the left ventricular lead. The lead was replaced and the surgery concluded successfully. The patient was stable.

Manufacturer narrative:
The reported event high pacing impedance was not confirmed. Final analysis found that as received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.